Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 42 mg/dl. Reportedly, the customer overestimated the amount of insulin needed, and administered a manual insulin injection while pump is delivering insulin as intended. Customer consumed carbohydrates to address bg. Recommendation was made to consult with a healthcare provider regarding diabetes management.